Event description:
It was reported that when using the bd pyxis¿ es server, device had patient and orders may not be current error and was on critical override. However, there were no delay in patient care and no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device did not received interface messages on the es server, and the interface status showed as active but disconnected, with health sight viewer (hsv) indicating an admit discharge transfer (adt) or cerner down condition for approximately 37 hours, resulting in the station entering critical override with patient and orders may not be current error. A technical support specialist (tss) restarted key messaging services, related services on the es server, followed by manual restart of carefusion coordination engine (cce) services after a failed deployment attempt, which successfully restored communication and message flow. Post recovery checks confirmed that messages were crossing over, hsv errors cleared, and all stations were out of critical override and functioning normally. The system functioned as intended after the technical support specialist troubleshot the device.